Event description:
The customer reportedly obtained a 386 mg/dl and 120 mg/dl on the accu-chek compact system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. A request was made for the return of the suspected product; replacement was sent.